Manufacturer narrative:
Device was received with a blank display due to case cracked behind device near the battery compartment and case cracked behind the pump at the corner of the belt clip rails. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unexpected battery power loss due to blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump fell off and was not working also had crack on it. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.